Event description:
It is reported that in 1994, pt underwent left total hip replacement surgery. Following in 1999, pt began to complain of pain. In 2003, pt underwent surgery to revise the hip and the stem was noted to have fractured.